Event description:
It was reported that the patient had extreme anatomy with ¿a large heart, cardiomyopathy and severe tricuspid regurgitation¿. During the implant procedure fixation difficulties were encountered and it was noted ¿the right ventricular (rv) lead was ¿not stretched smoothly after repeated rotation¿, dislodged and exhibited bad parameters . A second rv lead was implanted with diminished sensing noted. After closing the pocket dislodgement of the rv lead was noted on imagery. Ra lead dislodgement was also noted during the revision procedure. Considering the patient¿s medical condition medical judgement determined to explant the implantable pulse generator (ipg) system during the revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.